Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The clinical study representative reported via phone call that they experienced severe hyperglycemia. The customer blood glucose level was 256mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea , vomiting and ketons. The device will not be returned for analysis.